Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV and "the implants are mcghan textured." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Anxiety - product/procedure: unable to observe since it is not related to the device. Additional observations: crease fold observed. Deformation observed. White particles on the surface of the shell. Wear abrasion observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grades iii/IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV and "the implants are mcghan textured." The device has been explanted and replaced.